Manufacturer narrative:
A technical support specialist (tss) followed up with the customer at a later date and via email recommended the customer perform precision testing. The aia-360 analyzer is operating as expected. No further assistance required by technical support. A complaint history review and service history review from the install date through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. A 13-month lot history review through aware date of event for similar complaints was performed for estradiol (e2) test cup lot d5129c3. There was one similar complaints identified during the searched period. A 13-month lot history review through aware date of event for similar complaints was performed for follicle stimulating hormone (fsh) test cup lot d616887. There was one similar complaints identified during the searched period. The st e2 analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The st fsh analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fsh, the highest concentration of follicle-stimulating hormone measurable without dilution is 200 miu/ml, and the lowest measurable concentration is 1.0 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for follicle-stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event could not be established.

Event description:
The customer reported two patients with discrepant results on for follicle stimulating hormone (fsh) and estradiol (e2) on the aia-360 analyzer. The customer ran patient samples on the tosoh aia-360 analyzer and received unexpected patient results of 1682.1pg/ml for e2 and less than (<) 1.0miu/ml for fsh. The customer informed tss that proper sample handling procedure was followed and controls are ran daily and passed for both assays prior to run. The customer sent the patient samples to labcorp to run; the reference lab uses roche eclia and results were 176.8pg/ml for e2 and 6.1miu/ml for fsh, which did not correlate with the tosoh aia-360 results. Technical support specialist (tss) informed the customer that labcorp uses a different methodology from the tosoh aia-360 analyzer, as well as a different sample tube. The customer re-ran the e2 patient samples on the aia-360 analyzer at a later date with a result of 209.1pg/ml. This result was as expected. The customer did not re-run the fsh patient samples. There was no indication of any patient intervention or adverse health consequences due to the reported event.